Event description:
It was reported that device entrapment and catheter break occurred. The target lesion was located in the lower extremity veins. A zelantedvt clothunter was selected for use in a thrombectomy procedure. During the procedure, after 15 seconds of aspiration of the lower thrombus, it was noted that the catheter could not move. Several attempts were made but unsuccessful. The catheter was withdrawn from the body together with the guidewire. When removed, it was noted that the catheter and the guidewire were intertwined, and the front of the catheter was fractured during separation. The procedure was completed with another of the same device. The procedure time was prolonged due to this issue. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) university.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspection were performed. Inspection of the device revealed a shaft separation located at 95.5 cm from the strain relief and a hypotube separation located at 103 cm from the strain relief. Guidewire lumen buckling was located at 1 cm from the tip. No other issues were identified during the product analysis.

Event description:
It was reported that device entrapment and catheter break occurred. The target lesion was located in the lower extremity veins. A zelantedvt clothunter was selected for use in a thrombectomy procedure. During the procedure, after 15 seconds of aspiration of the lower thrombus, it was noted that the catheter could not move. Several attempts were made but unsuccessful. The catheter was withdrawn from the body together with the guidewire. When removed, it was noted that the catheter and the guidewire were intertwined, and the front of the catheter was fractured during separation. The procedure was completed with another of the same device. The procedure time was prolonged due to this issue. No complications were reported, and the patient was stable post procedure. It was further reported that the guidewire was removed together with the catheter.